Event description:
It was reported that the bag became disconnected from the cassette tubing during dwell one on the home choice (hc). The home patient (hp) was connected at the time of the event. The technical service representative (tsr) assisted the hp to end therapy and informed the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.